Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#(B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Lens was removed and replaced intraoperatively with a different diopter lens but problem was not resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown.